Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrovideoscope exhibited foreign material in the gap around the acoustic lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the foreign object remained in the device was not identified. It is likely that the foreign object could not be removed due to physical damage of the device. A definitive root cause for the event could not be established. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes and it is unknown if there are deviations from the instructions for use (IFU) as the customer did not provide a response whether they had presoaked the endoscope in the detergent solution. The instructions for use states the prevention methods associated with the event in the instruction manual evis lucera ultrasound gastro video scope olympus gf type uct260 a. Chapter 6 application and condition of cleaning, disinfection, and sterilization. B. Chapter 7 procedure of cleaning, disinfection, and sterilization. The handling methods of the products is also stated for the prevention of this event. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.